Event description:
It was reported that the device had delivered an error message indicating possible high voltage circuit damage. An episode of vt showed that the patient had received a shock with low impedance. Session record indicated that an over- current detection had occurred. The artifact was seen on the rv lead. The device then went into backup mode after testing the device during dft testing. The device was explanted and the lead was capped.

Manufacturer narrative:
The device went into backup vvi mode due to two simultaneous error resets within 32 seconds. The resets could not be reproduced during testing. Upon clearing the reset, the device functionality was tested; no anomaly was detected. The device met all specifications and the device's high voltage functionality was normal. The cause of the reset could not be determined. The deviice detected a lead anomaly causing it to shut off the high voltage output and flag the over-current detection condition.